Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the when the pocket was opened for a lead replacement, the pulse generator exhibited a setscrew anomaly.